Manufacturer narrative:
Visual inspection of the returned pedicle screw found breakage occurred at the transition zone from the screw polyaxial ball and the screw shank. A review of the DHR found there were no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Sem analysis was performed on the broken screw. Although no definitive conclusions can be made, the analysis concluded that the fractured surface exhibited smooth and grainy/rough regions, which are also indicative of a fatigue failure. A complaint trend analysis review found no observed complaint trends for issues of this nature. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports two pedicle screws broke at s1 after dorsal stabilization of an l5 vertebral body fracture with anterior corpectomy obelisk (non depuy synthes spine device). The first surgery was for dorsal stabilization at l4 s1 and vertebral body replacement with titanium expandable device. Revision surgery was performed and the broken screws were removed. The affiliate has been reminded of the need to report adverse events within twenty four hours of becoming aware of the event. See mfg medwatch report# 1526439-2013-11299 for the other pedicle screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.